Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# unknown : explanted: product type :lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had bleeding from the puncture needle track recently. Currently the patient was in the hospital for observation. Additional information was received stating that it was unknown if they had intracranial bleeding, just that they were informed that the puncture needle that there was bleeding. It was unknown if a lead was involved.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# unknown : explanted: product type :lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had bleeding from the puncture needle track recently. Currently the patient was in the hospital for observation. Additional information was received stating that it was unknown if they had intracranial bleeding, just that they were informed that the puncture needle that there was bleeding. It was unknown if a lead was involved.